Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated rv (right ventricular) oversensing. There was t-wave oversensing identified in atrial tachycardia/ atrial fibrillation (af) episodes recorded (B)(6) 2015 (episodes 64 - 70). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos). The patient's right atrial (ra) lead showed undersensing. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.